Event description:
It was reported by a pt, who went for surgery last year. Pt is reporting a broken nail almost one year after the surgery was performed. According to the surgeons opinion, consolidation was insufficient. The nail broke in a fatigue fracture. Surgeon's opinion also is that not sure pt followed all special recommendations have been provided after surgery. Broken nail has been removed and a non stryker nail was used as a replacement.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report.